Event description:
Health care professional reported injecting 0.2cc of smooth into the lips of a patient. The patient experienced bruising, immediate swelling, and discoloration in the area injected. The patient was treated with a massage with arnica. The hcp injected 1 vial of hylenex to dissolve the product. One day (1) post treatment the hcp injected another 1.5 vials of hylenex. As of (B)(6) 2025, the patient symptoms have resolved. Database reference number: (B)(4). Additional comments: [eus-(B)(4). Evolus acknowledges the lateness of this report and has opened an internal investigation capa25002.